Event description:
It was reported that this pacemaker stored 3 signal artifact monitor (sam) episodes. As a result, the minute ventilation (mv) feature was disabled. Boston scientific technical services (ts) was consulted and discussed in all 3 events; the heart rate of this patient was above 140 beats per minute (bpm). No adverse patient effects were reported. At this time, this device remains in service.